Manufacturer narrative:
The reported failure found during device evaluation was confirmed. According to the investigation, the burnt tip cover was confirmed during the investigation. The root cause could not be identified. Based on the results of the investigation, it was thought that the reported issue found during investigation occurred because the high-frequency treatment device was used without leaving a sufficient distance from the tip. According to the investigation, it is known that the reported issue is detectable and preventable by following the IFU. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had burnt tip cover. There was no patient involvement.